Event description:
Caller reported episode where they became irrational and during that period tested with their freestyle with a result of 82 mg/dl. Paramedics were called by caller's friends. A comparison reading of 59 mg/dl was received by the paramedics using the glucometer elite. Patient was given glucose and two soft drinks for treatment. Time between tests was not provided.